Manufacturer narrative:
Investigation ¿ evaluation. It was reported the stiffening cannula was difficult to remove from the ultrathane mac-loc locking loop multipurpose drainage catheter. During a percutaneous transhepatic biliary drainage (ptcd) procedure, the user attempted to remove the stiffening cannula from the drainage catheter after placed in the biliary tract. However, the stiffening cannula could not be removed from the drainage catheter after several attempts. The device was removed and a new drainage catheter was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), quality control procedures, and specifications, as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. The ultrathane mac-loc locking loop multipurpose drainage catheter was returned in an opened and used condition. The supplied disposable stiffening cannula was received inserted into the catheter. During table top testing the disposable stiffening cannula was able to be removed from the catheter. The disposable cannula was reinserted and again removed from the catheter, encountering no difficulty. The dimensional verification of the catheter i.d. And the disposable stiffener o.d. Confirmed both devices were within specification. There was no visible evidence of surface defects to either the catheter and stiffener. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot, including all applicable raw subassembly lots, and recorded no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The product IFU, [t_multi2_rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. Once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the device evaluation, dmr, DHR, and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported the stiffening cannula was difficult to remove from the ultrathane mac-loc locking loop multipurpose drainage catheter. During a percutaneous transhepatic biliary drainage (ptcd) procedure, the user attempted to remove the stiffening cannula from the drainage catheter after placed in the biliary tract. However, the stiffening cannula could not be removed from the drainage catheter after several attempts. The device was removed and a new drainage catheter was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - additional product codes: gbo, lje. E1 - customer (person): address line 2: room 326 picasso / phone: (B)(6). G4 - PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.